Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.g.5. PMA / 510(k)#: there were multiple 510k numbers reported to be involved: k111860, k130470.

Event description:
Material no. 441916. It was reported by the customer that the product, bd max¿ system, bd max¿ instrument gave a false positive. There were 24 occurrences within 1 event. No patient impact. There was no report of confirmatory testing. The following information was provided by the initial reporter. The customer stated: "alleged false positive results on one run."

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "sars-cov-2 - fps". The complaint is not confirmed because the instrument is working within bd specifications and the issue occurred due to contamination at client's site. The root cause is related to workflow/ no device problem found. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 3/27/2020. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device revealed no prior event related to this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
Material no. 441916. It was reported by the customer that the product, bd max¿ system, bd max¿ instrument gave a false positive. There were 24 occurrences within 1 event. No patient impact. There was no report of confirmatory testing. The following information was provided by the initial reporter. The customer stated: "alleged false positive results on one run."